Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began approximately three weeks prior to contacting lfs, around (B)(6) 2019, in the morning between 8-9 am. The patient reported obtaining blood glucose reading of "over 300 mg/dl" with the subject meter, specifically ¿387 mg/dl¿. The patient usually manages her diabetes with 500mg metformin in combination with diet and exercise and claimed that in response to the alleged high readings obtained with the subject meter she decreased her usual food and sugar intake. The patient claimed that after decreasing her food and sugar intake she still continued to obtain high readings with her meter three weeks later. The patient reported comparing her meter to her husband¿s on (B)(6) 2019 at 6pm. The patient claimed to obtain an alleged inaccurate high blood glucose reading of ¿360 mg/dl¿ with the subject meter compared to a result of "277 mg/dl" on her husband¿s metrix meter. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient claimed that three weeks after the alleged inaccuracy issue began she developed symptoms of ¿back pain, headache and fuzzy eyes¿. The patient claimed taking tramadol in response to her symptom of ¿headache¿ but did not report any further form of treatment received as a result of the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate high results with the subject meter.